Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that the recipient had not reported a subjective change in hearing with the device. In situ measurements however showed some affected channels.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. As per new information received the recipient has been re-implanted. However to determine an exact root cause an investigation of the explanted device is necessary; the device has not been received for investigation yet.

Event description:
It was initially reported that the recipient had no subjective change in hearing with the device. However, in situ measurements showed some affected channels. In march 2018 the recipient's performance was reported as stable. The recipient was re-implanted on (B)(6) 2018. Incident report indicated that affected channels did have an impact on speech performance. Despite requested, the device was not received for investigation.